Event description:
It was reported that during a case while ventilating in the volume mode the positive end-expiratory pressure was initially set at two cm h20 then reduced to zero. The continuing pressure alarm came on and it was observed that the peep on the monitor was twenty cm h20. The pt was disconnected at the y piece and there was a rush of air. The entire pt circuit including filter was replaced but the peep immediately returned. An ambu bag was used to ventilate the pt while trouble-shooting continued. Eventually after removing about one inch of absorbent from the canister the divan returned to normal operation. The case was completed using the machine.